Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 1 of 2. Reference MDR report #: 1627487-2014-23236. It was reported the pt experienced ineffective stimulation coverage in her feet. Subsequently, the pt underwent surgical intervention on (B)(6) 2014 and an additional scs system was implanted to complete the intended coverage. The pt reported effective stimulation coverage postoperative.